Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula, or if this contributed to the medical event reported. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis and hypotension. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 24 and 36 hours; they were unaware that the cannula had dislodged from the infusion site. Loss of consciousness was reported. The patient was placed on a ventilator for 3 to 4 days. The patient was released after one week.